Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the joint instability and joint contracture.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2016 (right knee).